Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, abbott point of care was contacted by a customer regarding network downloader recharger sn (B)(4) (cat 06f23-46). The customer stated there was blood on the side of the downloader. Based on the info given, there was no injury associated with the event.